Event description:
It was reported that the cartridge would not fully snap into the pump, resulting in it falling out. There was no adverse impact to the customer's blood glucose level. The customer declined to provide further information.